Event description:
It was reported that an odyssey intraocular lens was implanted and the patient is experiencing dysphotopsia. It was removed and replaced with another company iol during secondary surgical procedure. No further information is available.

Manufacturer narrative:
Section a3b,a4 and a5: unknown/ not provided. Section b3: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.